Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no adverse impact to the customer's blood glucose level. The issue was resolved using a different wall adapter and charging cable, while a replacement tandem wall adapter and charging cable were sent to the customer.